Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator would not deliver set volumes. The ventilator screen was blank and alarming during this incident. The patient was removed from the ventilator and transferred to another ventilator. There was no patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was conducted and no anomalies were found. The device was powered on and passed all testing. The unit then gave a low battery alarm. Alternating current (ac) power was then connected and the error logs were reviewed. The logs indicated that the unit was on ac power when the malfunction occurred. A depleted battery would account for the reported malfunction. The battery was fully charged and the reported malfunction could not be duplicated. The device was power cycled and allowed to ventilate for several days. Responsiveness was checked repeatedly and the display freezing issue did not occur.